Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 345 to 325 after which the device met specification. CAPA-15 was initiated to investigate the root cause for this failure mode. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at right way medical, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.2 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.